Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The automated impella controller displayed a 'placement signal not reliable' alarm and disappeared. No harm was reported to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console and logs were returned and reviewed. Console logs from the reported day of event are consistent with complaint and show that 5 minutes after pump was started, optical placement signal became unreliable. After 15 minutes it self-resolved, but after another minute became invalid for the duration of the case. The console was tested and issue was reproduced. Light was intermittently absent from the optical pump connector. The root cause of the issue was a defective component. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.